Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had no delivery alarms. It was reported that the customer was having high blood glucose of 491 mg/dl at the time of call. Troubleshooting was done. The insulin pump passed test. They were able to push insulin through with plunger. They were unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.